Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After replacing noisy regulator, installed MRI battery, sintered filter, and orings for the pm, replaced defective alarm reed, performed pm testing, cleaned unit and affixed service label the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that a smiths medical ventilator shows high pressure error. No adverse patient effects were reported.